Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or unexpected no delivery alarms noted. Unit passed dat test inches. Unit received with cracked case at display window corners, minor scratches on reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was unknown at the time of the incident. Customer's nurse reported that the insulin pump alarmed no delivery and motor error and had a high blood glucose of 300 mg/dl. Customer was treated at the hospital and declined high blood glucose and no delivery troubleshooting. The customer's nurse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.